Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a physicist discrepancy; the field size was too large. No pt injury was reported.